Event description:
Our sales supporter reported that: the drill broke suddenly in 2 parts while drilling the handle; and alleged that the target device didn't allow the nail to align at distal. Sales rep attended the surgery. No consequence to the pt was reported.

Manufacturer narrative:
Visual exam, device history review, complaint history review, low power optical exam, materials analysis. Results - visual exam confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there are other reported events. Low power optical exam shows the typical appearance of a brittle (forced) fracture. Material analysis shows the material to be in accordance to the values in the material specification. Conclusion - eval revealed evidence that the event is not linked to a deficiency of the devices but rather related to an user error.